Manufacturer narrative:
The pump and purge cassette were returned for investigation. No issues were found with the returned product. The cause of major bleed was most likely use issue related since hemostasis was achieved by closing the bleed with additional suture. The pump passed all post sterile inspection checks.

Event description:
The complainant reported that the patient implanted with an impella cp encountered access site bleeding, noted by the oozing by the repositioning sheath. As a result, vascular surgeons sutured and closed the bleeding. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.